Event description:
A valiant thoracic stent graft was implanted in a patient for the endovascular treatment of a thoracic aortic aneurysm. Aneurysm and vessel morphology were not reported. Another manufacturer¿s stent graft was implanted in zone 2 below the left subclavian artery. The valiant stent graft was implanted cover the false aneurysm of the greater curvature of the left common carotid artery. An ax-ax bypass was performed as part of the procedure in order to implant the other manufacturer¿s stent graft and the left subclavian artery was bypassed with a synthetic graft. This was ligated proximal to the left subclavian artery. The valiant was implanted at the edge of zone1 below the brachiocephalic artery and touch-up was done several times. There was a possible type ia endoleak noted. Approximately three weeks post implant an ax-fem bypass was performed for the treatment of the type ia endoleak and two additional valiant stent grafts 40x40x150 were implanted in the ascending aorta. These two stent grafts were added and procedure was completed with no endoleak. During the deployment handle was rotated and the stent graft was deployed to the bare stent. Though the slider continued to be rotated the stent graft did not deploy and the graft cover did not return to the original position. The graft cover was retracted manually using the quick release trigger strongly, which enabled the stent graft to deploy. After deployment, touch-up was performed several times with a reliant balloon; however, the balloon ruptured during this process. The balloon burst was attributed to the other manufacturer¿s stent graft. The final angiography showed no endoleak and the procedure was completed. The patient is being monitored. The physician commented that the stent graft deployment difficulty may have been caused by severe anatomical curvature. No additional clinical sequelae were reported. Review of 2 returned 3d recon and single still cta image shows that the device was placed 2-3cm distal to the brachiocephalic artery. The stent graft od was shown to be 34mm. The reported proximal type I endoleak could not be confirmed, and cause could not be determined.

Event description:
The device was returned within a generic brown box. The device was returned clean. The stent graft was deployed during the procedure. The device was shipped in a rectangular shipping box, which resulted in a large curvature in the graft cover; otherwise, the graft cover was unremarkable. The tapered tip was slightly deformed. When moving the delivery system, it was discovered that the front grip was not attached to the screw gear; both screw gear tabs were broken, which is indicative of a bailout being performed. Visually, the rest of the device was unremarkable. The external slider was rotated slowly and some resistance was felt. After retracting the slider a few centimeters, a white-grey residue was discovered between the screw gear threads, which was most likely caused by misalignment of the internal slider tabs with the screw gear threads. The external slider was completely retracted using the quick-disconnect button successfully. The external slider was re-advanced and then rotated again. This time, the screw gear was slightly compressed and about halfway down the screw gear the external slider began to skip a thread, which resulted in a clicking noise during rotation and no longitudinal movement. The external slider was disassembled and the internal slider was inspected; the internal slider tabs show signs of damage. The leading edge of both tabs showed signs of damage where they wore against the screw gear t-tube gap. There was difficulty encountered when rotating the external slider. The root cause of the event could not be conclusively determined; however unintentional compression of the screw gear may have contributed. The compression of the screw gear may have been caused by the physician placing a hand on the screw gear during rotation.

Manufacturer narrative:
(B)(4). Method: film. Results: deployment difficulty. Severe anatomical curvature. Conclusion: deployment difficulty. Severe anatomical curvature.

Manufacturer narrative:
Conclusion: unintentional compression of the screw gear.